Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of 89cm of an emerge balloon catheter. Some of the hypotube and hub were not returned for analysis. The balloon was tightly folded with blood and contrast in the device. The tip, balloon, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube with a separation at 89cm from the tip of the device and damage to the tip. The end of the separation was oval, as if kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during introduction outside the patient's body, the catheter shaft broke. The device did not enter the patient's body and the procedure was completed with a different balloon catheter. No patient complications were reported.